Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm. Customer¿s blood glucose level was 57.6 mg/dl at the time of the incident. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced and agreed to return the pump for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, keypad overlay texture damage, cracked retainer and scratched case.